Manufacturer narrative:
Company comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Serious criteria include the need for surgical intervention to prevent permanent damage. The potential root cause is the treatment procedure. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation: sculptra-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician which refers to a (B)(6) caucasian female patient. Additional information was received on (B)(6) 2022 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with sculptra to unknown location (unknown amount, lot number, injection technique and needle type). The product was injected by another physician. On (B)(6) 2021, the patient received second time treatment with sculptra to face and neck (unknown amount, lot number, injection technique and needle type). The product was injected by the same physician who performed the injection in (B)(6) 2021. In (B)(6) 2021, the patient experienced nodules (implant site nodule) at neck. The nodules persisted until 2022. In 2022, as a corrective treatment, the nodules were removed surgically. Outcome at the time of the report: nodules was recovered/resolved.